Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: scs- linear leads. Upn: m365sc2218700. Model: sc- 2218-70. Serial: (B)(4). Batch: 14000021/14249790.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith effort.